Event description:
Account reports they have had precision problems. Initial result for a pt sodium was 128 mmol/l. When repeated, the result was 135 mmol/l. The incorrect result was not used to guide pt therapy. The field service rep found the pressure valve was malfunctioning and repaired the instrument by replacing the valve.